Manufacturer narrative:
The investigation has been begun but is not complete. When the investigation is complete a follow-up report will be sent.

Event description:
Procedure: radio frequency ablation. The initial report stated that during an ablation procedure, the user found out that the needle was shorter than expected. The surgeon was able to complete the surgery with the device. On 3/30/07 the returned device was measured and found to be out of spec. The length has the potential to cause unintentional surgical effect through the cannula.